Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and causing the unit to auto-restart. Additionally, the screen had been scratched and there was a light spot in the left and right corners of the screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus high-definition lcd monitor loaner device, it was discovered that the unit was auto rebooting and not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device auto-restarts occurred due to a faulty printed circuit board. The cause of the printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.